Event description:
It was reported to boston scientific corporation that an obtryx ii, halo was implanted into the patient on (B)(6) 2014 for the treatment of stress urinary incontinence. The procedure was completed without complications. According to the complainant, on (B)(6) 2015, the patient presented with a urinary tract infection. The patient was prescribed metronidazole and estrogen conjugated vaginal cream and is recovering. The investigator assessed the event as moderate in severity, related to the procedure and related to the sling.

Event description:
It was reported to boston scientific corporation that an obtryx ii, halo was implanted into the patient on (B)(6) 2014 for the treatment of stress urinary incontinence. The procedure was completed without complications. According to the complainant, on (B)(6) 2015, the patient presented with a urinary tract infection. The patient was prescribed metronidazole and estrogen conjugated vaginal cream and is recovering. The investigator assessed the event as moderate in severity, related to the procedure and related to the sling. Additional information received on (B)(4) 2015: the event of urinary tract infection was resolved on (B)(6) 2015.

Manufacturer narrative:
Investigation results: the complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. A search of the complaint database revealed that no other complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that an obtryx ii, halo was implanted into the patient on (B)(6) 2014 for the treatment of stress urinary incontinence. The procedure was completed without complications. According to the complainant, on (B)(6) 2015, the patient presented with a urinary tract infection. The patient was prescribed metronidazole and estrogen conjugated vaginal cream and is recovering. The investigator assessed the event as moderate in severity, related to the procedure and related to the sling. Additional information received on july 22, 2015. The event of urinary tract infection was resolved on (B)(6) 2015. Additional information received on december 27, 2017. The event of urinary tract infection experienced on (B)(6) 2015 is not related to the device or procedure.